Manufacturer narrative:
Returned sample consisted of only a portion of the mesh, comprising about 5/8 of the complete mesh. Visually, the sample was returned with only a small piece of tissue ingrowth into the mesh side of the patch. Additionally, there are three small pieces of same type of tissue in between the mesh and eptfe layers of the patch noted. No tissue was found to be attached to the eptfe side of the returned portion of the patch. In addition to the sample returned, a copy of the pathology report and explant procedure pictures were provided. There is no indication that the mesh or a portion of the mesh was included in the pathology sample. Pathology sample contained small intestine segment with a plaque/late type coarse deposit (could be referring to adhesions), and a fistula. From the information and pictures provided, it appears that the fistula was not linked to the mesh. While the pathology report includes reference to adhesions, there is no info in the report indicating that the mesh was involved in the adhesions. While there was no tissue attached to the eptfe side of the returned portion of the patch, we are unable to evaluate the unreturned portion of the patch, therefore, no conclusion can be drawn at this time.

Event description:
The following was reported: (B) (6) 2007 - composix ex mesh was implanted (onlay). Fascia at the moment of placement could no longer be closed. (B) (6) 2010 - underwent procedure during which mesh was explanted. It was reported that during the explant procedure the following was noted: adhesion of bowel to eptfe-coating, large area, bowel perforated, between eptfe and bowel a granular layer was built. Enterocutaneous fistula through erosion of plastic mesh. Pathology report provided, indicates that a bowel resection was performed during the procedure.